Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. The customer stated that the blood glucose level was over 300 mg/dl at the first unit. Customer also stated that at the last night after taking insulin the blood glucose level was goes to 96 mg/dl. The customer declined troubleshoot for high glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No bolus anomaly noted. Pump passed the delivery accuracy test at 0.08810 inches.